Manufacturer narrative:
Leaks in devices with high flow, such as arterial or venous cannulae, will most likely require an exchange of the device. This will require a temporary interruption of cpb. Since the patients blood flow is dependent on cpb during this portion of the procedure the risk of injury is not remote. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a pinhole was found in the cannula body of an opti22 arterial perfusion cannula during use. After the cannula insertion in the patient, when blood transmission was initiated, blood leaked out of the cannula, which confirmed that there was a pinhole in the cannula body. The cannula was exchanged with another one. The patient was reported as recovered. The clinician commented the patient was most likely on bypass based on the circumstances reported and the blood leaked out of the pinhole in the cannula body. The specific location of the pinhole was unknown as the surgeon did not remember it, but it seemed to be away from the proximal end of the cannula.

Manufacturer narrative:
Based on the information provided, a definitive root cause could not be determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation: customer complaint of cannula leakage was confirmed. Device was returned with visible traces of blood. A leak test was performed on the cannula and pinhole leakage was observed from the cannula body along the wire-reinforced section 5.5" proximal from the distal end. No other visual damage, contamination, or other abnormalities were found to the device.